Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Device testing prior to revision surgery, was reportedly abnormal. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Electrical troubleshooting performed revealed a short from a power node to the case ground at the analog chip. The failure of this device is attributed to a short from a power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly hit the right temporal region of the head. During programming, the recipient is reportedly experiencing non auditory sensations. Programming adjustments were made and external equipment was exchanged, and no other non auditory sensations were observed. CT scan confirmed proper device position. The recipient reportedly elected revision even though device testing was within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.